Manufacturer narrative:
Samples received: no samples or batch number is available. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed sample we cannot carry out an analysis in order to take a decision. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. In accordance with novosyn instructions for use, during the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the suture caused granulomas and a inflammatory reaction to the patient.